Event description:
Guidant received info that the battery of this implantable cardiac resynchronization therapy-defibrillator (crt-d) depleted in 13 months, despite only being programmed as a dual chamber device. The left ventricular port was plugged at implant.